Event description:
Allegedly incorrect match of liner and heads were used. This was found while the pt was in recovery so doctor decided to return to the o.r. And replace head with a 28mm head. Hip was stable.